Manufacturer narrative:
(B)(4). Date sent: 3/18/2021. H6: infections (e19). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Was the hysterectomy performed open, laparoscopic, or vaginal? Laparoscopic radical hysterktomie without lymph nodes. What is the current status of the patient? She had radiochemotherapy 2020 for cervical cancer and local preinvasive relapse 2021. Are there any photos that can be shared of the thermal damage on the rectum? Not that I know. Was the thermal damage on the rectum a 1st, 2nd or 3rd degree burn? The rectum was open. What was done to treat the thermal burn? Partial resection of the bowel/rectum. What was the size and shape of the thermal burn? Broad circular burn and opening of the rectum. What were the patient¿s symptoms for the re-operation? Infection and pain. What symptoms did the patient show to require the re-operation? N/a. Does the surgeon believe that the megen1 alleged deficiency caused the damage to the patient? If yes, why? The surgeon reported that there were no challenging situations. The hysterectomy was performed in absolutely clear and good condition without any adhesions and without any problems. The operation lasted 30-40 minutes. He had the feeling that there was a standard setup. What accessories were being used for the initial procedure with the megen1? N/a. What mode power was being used on the megen1 for the initial procedure? N/a. What power setting was being used on the megen1 for the initial procedure? 30/30/30 (standard starting setup for every procedure). Were any other products called in with this complaint? Ie. Did they create complaints on all products used in the case or just the generator? It is a standard complaint regarding the reoperation and assumption that there is something different compared to the ¿old erbe generators and setting). The surgeon also mentioned: is a standard operation, that we perform 150 ¿ 200 times per year and all the equipment is also standard and was not changed. Just the new generator. My experience with this operation goes far over 1000 laparoscopic hysterectomies. It is the first complication concerning the burning damage of the bowl. What were the endo factor products that were used with the generator? No detailed information. Why does the customer believe the alleged deficiencies with the generator had something to do with the patient's burn? In his opinion, the thermal damage never happened with the usually ¿old¿ erbe generator. We need to know what other products were used with the generator other than the generator. Please list: no detailed information. Is the device coming back? No. Were the endo factors that were used with the generator reusable? Not evaluable anymore. Were the endo factors inspected with proper insulation before the procedure? Not evaluable anymore. Were the endo factors inspected with proper insulation after the procedure? Not evaluable anymore.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2021. Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the current status of the patient? Are there any photos that can be shared of the thermal damage on the rectum? Was the thermal damage on the rectum a 1st, 2nd or 3rd degree burn? What was done to treat the thermal burn? What was the size and shape of the thermal burn? What was the patient¿s symptoms for the re-operation? What symptoms did the patient show to require the re-operation? Does the surgeon believe that the megen1 alleged deficiency caused the damage to the patient? If yes, why? What accessories were being used for the initial procedure with the megen1? What mode power was being used on the megen1 for the initial procedure? What power setting was being used on the megen1 for the initial procedure? Was they hysterectomy performed open, laparoscopic, or vaginal? Were any other products called in with this complaint? Ie. Did they create complaints on all products used in the case or just the generator?

Event description:
It was reported that the doctor invited me to discuss about the power settings with the megadyne generator. He informed me that he has performed a hysterectomy after cervix carcinoma (with radiation therapy) by using our megadyne generator megen1. He was positively impressed about the performance of our devices. Surgery went well and they sent home the patient on day 2 postop. On day 8 postop the patient came to the hospital again and they had to reoperate in an emergency. They saw that there was a circular thermal damage on the rectum. No further information about what steps they had done and how patient status is. Also no information regarding the used devices and power settings during the first surgery.